Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: there were reboots observed in black box. Leak due to cracked pump case. Moisture inside all internal pump: on display, on transceiver board, display board near keypad connector. Pump exercised for 24 hours, no further power issues occurring. After 24 hours no intermittent power duplicated. Use returned battery cap, battery cap does tighten fully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.